Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "IV tubing leaked and the patient was symptomatic with loss of epinephrine drip." Although the medwatch field for "other serious (important medical events)" is checked, when contacted for additional information the customer responded "no serious patient outcomes". No other information is available.